Event description:
It was reported that the right ventricular lead exhibited oversensing noise. It was noted that the noise was unable to be recreated with isometrics. No intervention was performed. The patient will continue to be monitored.